Event description:
The assistant for the omf surgeon reported that a patient received bi-lateral malar implants intra orally in june 2005. The area where the left malar implant was placed became infected four weeks post op. The doctor treated the area with antibiotics, but when the infection did not resolve, the doctor removed the implant. The physician's assistant reported that the infection cleared since the implant was removed and the patient is doing well. The doctor is preparing to place another left malar implant.

Manufacturer narrative:
The device history records for this lot were checked from processing to finished good and are within specification. Sterility testing was performed as required and all tests passed. Enclosed is a copy of the information insert with contraindications and cautions listed. This insert accompanies each medpor implant.